Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 results for two patients from the cobas 6000 c 501 module. Patient 1 initial results were sodium 116 mmol/l, potassium 2.78 mmol/l, and chloride 126.2 mmol/l. The repeat results were sodium 139 mmol/l, potassium 4.12 mmol/l, and chloride 100.9 mmol/l. On (B)(6) 2019, patient 2 initial results were sodium 112 mmol/l and chloride 125.9 mmol/l. The repeat results were sodium 138 mmol/l and chloride 97.8 mmol/l. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The field service representative found a scratch at the end of sipper probe and salt in kcl filter and electrode block. He changed the probe, decontaminated the kcl filter, cleaned the electrode block, primed, and performed ise checks. Calibration and qc were performed and passed. The investigation determined the service actions resolved the issue.